Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: h6 (medical device - problem code). A getinge field service engineer (fse) reported that there were vertical lines on the right side of the screen. The displays for ECG and blood pressure were not visible. The unit was taken out of use.

Event description:
N/a.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) has a screen defect. There was no risk to patients.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.